Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Corrected: h6 patient codes and impact codes. Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed that the telescope assembly was kinked. The device returned with the tip detached and stretched, the detached portion was not returned for analysis. There was no imaging core windup found within the telescope section and sheath section of the device. Microscopic inspection revealed the tip was detached and stretched. An impedance test was performed and showed an electrical open at proximal wave form. X-ray analysis of the device was performed and identified the electrical failure resulted from a broken coax cable at 130cm to 140cm.

Event description:
It was reported that the patient suffered cardiac arrest. The 50% stenosed target lesion was 15mm in length and 3.5mm in diameter, located in the left main artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was found that the ultrasound catheter did not show the image normally. At the same time of in vitro debugging of the ultrasound catheter, the high-risk patient experienced cardiac arrest and successful resuscitation was carried out immediately. The ultrasound catheter was successfully removed from the patient. The patient status was stable at the time of successful transfer to the ward. It was noted that the patient expired while in the ward. It was further reported that cardiopulmonary resuscitation and an intra-aortic balloon pump were immediately given to the patient due to cardiac arrest and then the patient was transferred back to the ward for further rescue. The boston scientific device did not contribute to the patient's complications and death because when the problems occurred, the device was tested in vitro, it was not used in the patient. It was noted that the patient was discharged from the hospital that afternoon and died at an unknown time. The cause of death was cardiogenic shock.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the patient suffered cardiac arrest. The 50% stenosed target lesion was 15mm in length and 3.5mm in diameter, located in the left main artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was found that the ultrasound catheter did not show the image normally. At the same time of in vitro debugging of the ultrasound catheter, the high-risk patient experienced cardiac arrest and successful resuscitation was carried out immediately. The ultrasound catheter was successfully removed from the patient. The patient status was stable at the time of successful transfer to the ward. It was noted that the patient expired while in the ward. It was further reported that cardiopulmonary resuscitation and an intra-aortic balloon pump were immediately given to the patient due to cardiac arrest and then the patient was transferred back to the ward for further rescue. The boston scientific device did not contribute to the patient death because when the problem occurred, the device was tested in vitro, it was not used in the patient. It was noted that the patient was discharged from the hospital that afternoon and died at an unknown time. The cause of death was cardiogenic shock.

Manufacturer narrative:
E1 initial reporter address 1:(B)(6).

Event description:
It was reported that the patient suffered cardiac arrest. The 50% stenosed target lesion was 15mm in length and 3.5mm in diameter, located in the left main artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, it was found that the ultrasound catheter did not show the image normally. At the same time of in vitro debugging of the ultrasound catheter, the high-risk patient experienced cardiac arrest and successful resuscitation was carried out immediately. The ultrasound catheter was successfully removed from the patient. The patient status was stable at the time of successful transfer to the ward. It was noted that the patient expired while in the ward.